Event description:
It was reported that during an esophageal dilatation procedure, a balloon rupture occurred. The lesion was located in an unspecified "not severely stenosed" portion of the esophagus. The cre wg 18mm x 20mm balloon dilatation catheter was advanced to the lesion. Upon inflating the balloon to 6atm, the balloon ruptured on the first inflation. The balloon was removed and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "fine".